Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: extension. Codes are associated with ins, and both extensions. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the extensions and ins were removed due to an infection. They were not replaced. The extensions were cut below the extension/lead connection and removed the extensions and ins to keep the lead contacts protected. The leads were still implanted and if the infection clears up, they would implant new extensions and ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had redness on the ing pocket incision. The doctor removed the ins from the pocket while still connected and cleaned the pocket. They then placed the same ins back into the pocket. It was unknown if the issue had resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported it was unknown when the infection first started. The device was explanted, and antibiotics were prescribed which resolved the issue. No further complications were anticipated.